Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient was hospitalized due to a peg tube site infection. The patient was initially treated with unknown intravenous antibiotics and subsequently treated with unknown oral antibiotics. It was reported that the patient did not finish the course of erythromycin due to nausea. It was reported that the site appeared infected and the patient experienced ongoing pain at the peg site, which radiated to the sides of the abdomen.